Manufacturer narrative:
Device is a combination product.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 10:58 am CT.the report number is being corrected from: 2134265-2018-64470to: 2134265-2018-62992.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 12x2.50mm promus elite drug-eluting stent was advanced to treat the lesion. However, when the device was inserted into the radial artery, the shaft snapped. The broken part was outside the patient's body and remaining portion was completely removed from the patient's body by pulling out the stent by hand. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a hpotube break 235mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 12x2.50mm promus elite drug-eluting stent was advanced to treat the lesion. However, when the device was inserted into the radial artery, the shaft snapped. The broken part was outside the patient's body and remaining portion was completely removed from the patient's body by pulling out the stent by hand. The procedure was completed with another of the same device. No patient complications were reported.